Event description:
It was reported the asymptomatic patient presented for a scheduled new system implant. After implanting the lead, the physician encountered more resistance than expected while attempting to insert the connector pin into the device header. The lead was extracted, a new lead implanted, and the new lead was connected into the device header without issue. The procedure concluded successfully with the patient having remained stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.